Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation the field representative was unable to interrogate the device even after several troubleshoot techniques. It was noted that the patient was lost to follow up. The patient was sent home. The clinic has made several attempts to recontact the patient to schedule a consultation visit, however the patient continues to be lost to follow up. At this time the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header, and body fluid contamination in the lead barrels. It was noted that the device had no telemetry, the case was removed and no irregularities were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The cause of the no telemetry condition was determined to be due to a depleted cell. Analysis concluded that since the patient was lost to follow up, the device depleted normally over the 10 years of implant.

Event description:
The device was explanted at an unknown date and returned from an unknown source. No adverse patient effects were reported.